Manufacturer narrative:
Result: nurse call was unavailable due to wrong dip switches incorrect set-up.

Event description:
It was reported by svc report that the nurse call was not working because the customer replaced the cpu leaving the dip switch set-up incorrect. It is unk if there was pt involvement or adverse consequences to report.